Manufacturer narrative:
The account trouble shot the issue and found there was no weight in the bed, user error. The account put weight on the bed and the pt position module functioned as designed.

Event description:
The account alleged the pt position module will not set. No pt impact.